Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the additional manufacturer narrative and/or corrected data. (B)(4).

Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find seven similar reports with the involved product code/lot# combination.

Event description:
The user facility reported that bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used is unknown. It was reported that there was no health damage to the patient.